Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with an octaray mapping catheter and the patient experienced cardiac tamponade which required pericardiocentesis. Before the ablation catheter was inserted, during pre-mapping, it was noticed that the heart rhythm had worsened, and it was checked by echocardiogram. A mild pericardial effusion was observed, and drainage was performed. After drainage, the procedure was continued and completed. The patient required extended hospitalization. Patient condition has improved. Atrial septal puncture was performed with a radiofrequency (rf) needle. Ablation was not performed before pericardial effusion or tamponade was confirmed. Since ablation had not been performed before the event, steam pop was not confirmed. Irrigation catheter¿s flow rate setting was low flow 2 ml/min. Physician assessment of the health hazard is non-serious (moderate/minor). The physician's opinions on the relationship between the event and the product is that during mapping, prior to ablation (before insertion of the ablation catheter), heart rhythm worsened. Pericardial effusion was confirmed with echocardiography, therefore, the physician judged that there was no causal relationship with the biosense webster product. Analysis of the drained blood indicated that it was venous blood. There were no abnormalities observed prior to or during use of the product.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number 31903180l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4)